Event description:
This follow-up MDR is created to document the additional event information received for record #621144. According to the available information, the inflatable penile prosthesis was implanted in 2015, revised and replaced on (B)(6) 2020 due to a pump leak in tubing above pump. A titan touch pump was received for evaluation. Examination and testing of the returned components revealed a separation in the longer pump exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic inspection revealed rough and irregular surfaces at the site of separation, indicating sufficient stress was exerted to separate the site. Microscopic inspection revealed surface abrasion on all pump tubing indicating repetitive contact between surfaces. Based on examination of the returned device, it was concluded that the abrasion marks noted on all the pump tubing indicated that the tubes may have overlapped and abraded against one another while in-vivo. This positioning, with combination of device usage over time, may have contributed to sufficient stress to cause a separation in the longer pump exhaust tubing. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, pump leak in tubing above pump. Device will be returning, the pump was revised/replaced.